Event description:
The right wheel of the 20-year-old trsx5 wheelchair fell off. The resident fell out of the chair and hit the right parietal area of her head on the table. They were taken to the hospital later due to having "seizure-like activity."

Manufacturer narrative:
The device was not returned to invacare to be evaluated, however it was evaluated at the facility. Their findings were: the axle drive bolt, which is a one piece bolt, (part # 1028609) broke in two (2) parts causing the wheel to fall off. It is not know at this time what type or if any medical treatment was received. Consumer affairs has reached out for addition information and are awaiting a reply. The trsx5 wheelchair is 20-years-old . The user manual pn 1110550 rev a states the wheelchair has a warranty period of 5 years. It also recommends: every six months or as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. MDR report # (B)(4) was submitted by the facility, which was received by invacare on february 14, 2024 should additional information become available, a supplemental record will be filed.